Event description:
Complainant alleged that the device was being used by a clinician and failed to discharge. Complainant was unaware if there was any patient involvement in the reported malfunction and attempts to follow-up with the customer to obtain this information have been unsuccessful.